Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: (pelvic)') and breast cancer ('tumor/ teratoma/ cancer, type:breast cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2007: patient underwent unknown essure confirmation test. Result: bilateral occlusion. Previously administered products included for an unreported indication: vicodin. Concurrent conditions included endometriosis. On 1(B)(6) 2007, the patient had essure (ess205) inserted. In 2018, the patient was found to have breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)") and urinary tract infection ("bladder/urinary problems: (urinary tract infection)"). The patient was treated with surgery (bilateral mastectomy and on (B)(6) 2008 hysterectomy with bilateral salpingectomy - partial hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and abdominal pain had resolved and the urinary tract infection outcome was unknown. The reporter considered abdominal pain, breast cancer, pelvic pain and urinary tract infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pain, bladder/urinary problem. Discrepancy noted in essure removal date on (B)(6) 2008 and on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event other injuries/symptoms: (tumors, cancer), other injuries/symptoms: (tumors, cancer) were updated to tumor/ teratoma/ cancer, type:breast cancer and patient details, medical history, lab data were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformant data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: (pelvic)') and neoplasm malignant ('other injuries/symptoms: (tumors, cancer)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2007: patient underwent unknown essure confirmation test. Result: bilateral occlusion. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)") and urinary tract infection ("bladder/urinary problems: (urinary tract infection)") and was found to have neoplasm ("other injuries/symptoms: (tumors, cancer).") And neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2007, hysterectomy (partial), hysterectomy (full) on (B)(6) 2018.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the urinary tract infection, neoplasm and neoplasm malignant outcome was unknown. The reporter considered abdominal pain, neoplasm, neoplasm malignant, pelvic pain and urinary tract infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pain, bladder/urinary problem. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the new events: pain: (pelvic/abdominal), bladder/urinary problems: (urinary tract infection),tumors, cancer. Case became incident. Event outcome was updated for the events: pelvic pain and abdominal pain. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.